Manufacturer narrative:
Medwatch sent to FDA on 1/6/2016. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of serious big bump, swelling, pain and water retention are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain and skin irritation: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Patient reported that nine days after injection in both cheeks with unspecified juvederm voluma patient developed "serious big bump" on right side cheek which is "very painful," with swelling and patient reports looking "disfigured because of water retention." Patient treated with hyaluronidase and antibiotics. At a separate treatment session, the bump was aspirated but then filled up again. Symptoms are ongoing.